Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a read-write memory error in the cubies. A field service engineer replaced the drawer controller, bus controller, and row board cable. However, the cubies continued to exhibit read-write memory errors. The customer then unloaded all cubies, reloaded a cubie, and subsequently, the drawer was restored to functionality. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system pockets had read-write memory error and unable to recover any storage space, preventing users from accessing medications. The users were unable to remove the medications, delaying patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the pyxis medstation es system pockets had read-write memory error and unable to recover any storage space, preventing users from accessing medications. The users were unable to remove the medications, delaying patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a read-write memory error in the cubies. A field service engineer replaced the drawer controller, bus controller, and row board cable, but the issue persisted. The customer then unloaded all cubies, reloaded a cubie, and subsequently, the drawer was restored to functionality. The system functioned as intended after the field service engineer troubleshot the device.